Manufacturer narrative:
A device history record (DHR) review was performed, and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned, and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
It was reported that the patient's implant site showed signs of infection, including redness and swelling. Erosion from the pocket of the implantable cardioverter defibrillator (ICD) was noted. All components were successfully explanted, and the patient remained stable throughout the procedure.